Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change out for normal battery depletion (nbd), this implantable pacemaker exhibited low out-of-range pacing lead impedance measurement less than 200 ohms when connected with the competitor right ventricular (rv) lead. The field representative wondered if lead testing can be done. Boston scientific technical services (ts) stated difficulty in monitoring lead if impedance measurement will be consistently low as this was the lower measurement limit. Additional information was received indicating that the cause of the observation was not determined and the rep does not know if there were interventions performed for this patient. At this time, the device remains in service. No adverse patient effects were reported.